Event description:
It was reported that the interconnect cable plug on the 9800 system was loose prior to a case. Not pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable plug was repaired during the service call. The system was tested and found to be working as intended and put back into service.